Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had irritation at the midline incision and pocket site. The physician noticed a fluid accumulation due to irritation at both sites. The physician believed that it was not device or procedure related. The patient underwent a pocket revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.